Manufacturer narrative:
The reported events of failure to advance, difficulty in removal, and break were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection identified compression of the inner coil at the mid-lead region, consistent with procedural damage. Due to the compressed inner coil, guidewire insertion and removal testing could not be performed. The cause of the reported events was determined to be consistent with procedural damage.

Event description:
It was reported that the patient presented for the implant procedure. During the procedure, the lead failed to advance over the guidewire. The lead and the guidewire were removed from the patient, and the guidewire had difficulty separating from the lead, resulting in the lead being damaged. The lead was not used and replaced during the procedure. The patient was stable throughout.